Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the FDA as the event of late inflammation met the serious criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and important medical event.

Event description:
This medical device report (MDR) is linked to MDR 2135225-2019-00043 for the event of hyperpigmentation. This spontaneous report was received from a (B)(6) physician and concerns a female patient. She was injected with a total of 1.5 ml of radiesse(+)® into the cheekbones, on (B)(6) 2018. The batch number was reported as 100112820. A lot search was conducted on the reported lot and no cases were noted. On the same day, the patient was also treated with botulinum toxin type a into the upper facial third, without incidents. On (B)(6) 2018, the same day after the treatment with radiesse(+)®, the patient experienced hematoma, edema and hyperpigmentation in the right cheekbone. Reportedly, since this was a late inflammation, the physician was advised to treat the patient with antibiotics, nonsteroidal anti-inflammatory drugs (nsaid) and probiotic, and if the inflammation was not going to respond, to treat the patient with corticoids. Corrective treatment included auriderm. No systemic antibiotic was prescribed and no further corrective treatment was used. The patient was not hospitalized. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were of moderate intensity, not life-threatening, related to radiesse(+)®, and not related to incorporated local anaesthetic in the product. Follow-up information was received on 07-jun-2019: this case was upgraded to serious. Apart from auriderm, no further corrective treatment was performed. The physician considered the treatment necessary to prevent permanent damage and believed that a local hyperpigmentation was possibly going to remain as permanent damage. Follow-up information was received on 27-jun-2019: the batch number was confirmed as 100112820 (expiry date 08/2020). The physician informed that the patient did not receive further corrective treatment and that there was nothing new regarding the outcome of the events. The device history record for radiesse dermal filler, batch 100112820, was reviewed. No non-conformances were discovered that would have contributed to this event.

Event description:
Follow-up information was received on 05 july 2019:the reporter informed that there was no further treatment and no final diagnosis, for the time being. As reported, there were no significant changes regarding the outcome of the events. Due to the provided information, the outcome of the events was left unchanged.

Manufacturer narrative:
User facility was erroneously indicated as a report source in the initial submission. This field was unchecked as user facility is not a report source for this report.